Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's glucose reading was 523mg/dl and has continued elevating. The caller stated that his wife does not have a back up plan. Troubleshooting was performed. Advised the caller to seek medical attention. Called back the customer and her husband stated that the customer was hospitalized with high blood glucose over 600mg/dl. The husband stated that the infusion set was changed at the hospital and found the cannula was partially bent. The caller also stated that the cannula was not fully inserted into her body due to scar tissue. No further info was provided.